Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No alarm for the loose drive support disk could be confirmed due to the keypad anomaly.

Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Customer's blood glucose level was not at time of reporting. Nothing further reported.